Event description:
Forming crystals - causing uti's - leaking - urine turns blue - growing into the bladder and having to go to the e.r. And have it surgically removed. Complaint was initially forwarded to one of unomedical's distributors. "Unomedical sdh.bhd" the MFR of the devices only received the offical complaint notification (product quality report) from "distributor" in 02/2004. Affected sample was not returned for evaluation.